Manufacturer narrative:
Philips service replaced the defective point inverter power inverter and recalibrated the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that fluoro failure occurred during a case with no error messages logged on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.